Event description:
This was a lead extraction case performed in the or to remove 4 leads (mdt 6945 ((B)(6) 2000) in rv; mdt4024 ((B)(6) 1993) in rv; mdt 5076 ((B)(6) 2006) in ra; and mdt 4524 (capped, implant date unknown) in ra). Patient presented with a total occlusion of svc/innominate junction and lead noise on mdt 6945 ICD dual-coil lead. Patient also needed a battery change. The physician prepped each lead with an lld-ez. Upon initiation of lasing, severe lead on lead binding and fibrosis were encountered in the area of the svc/innominate junction. The physician lased with sls ii devices (sizes 12fr, 14fr, and 16fr) in an effort to get through the binding site. After several attempts (using several laser sheaths) and transitioning from one lead to the next, the mdt 5076 ra lead was removed. Realizing that the binding site was most likely calcium, the physician utilized an 11fr cook evolution and then upsized to a 13fr cook evolution, without success. It was reported that during this process, the remaining leads were damaged due to the cutting nature of the cook evolution. Sometime following this process, a visisheath (size small; long) was also used without success. The physician decided to switch back to the laser, but after several more attempts (using several laser sheaths), was unable to advance past the calcified area. As a result, the decision was made to stop the extraction and the remaining leads (mdt 6945, mdt 4524, and mdt 4024) were capped with the lld-ez inside each. The patient had a new device and lead implanted on the opposite (right) side, and was discharged from the hospital. No devices were returned for engineering evaluation. There were no issues or nonconformances noted during the internal lot history review. This MDR references one lld-ez device.